Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed critical pump error. Customer's blood glucose was 158mg/dl at the time of the incident. It was reported that insulin pump was not dropped and that there was no other alarm prior to the critical pump error. It was reported that a replacement will be sent. There was no indication of the product returning for analysis.